Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the lead tip measuring 51.1cm was returned for analysis. External insulation abrasion was noted at 49.0-49.7cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.4-8.0cm, 32.0-32.6cm, and 36.0-36.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advice of an event observed during analysis.